Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. The patient reported never being able to feel stimulation preceding discovery of the high impedance. X-rays reviewed by the manufacturer could not confirm proper lead pin insertion. This was the most likely cause of the reported high impedance. Patient underwent exploratory surgery in which the lead pin was re-inserted. Diagnostics after the lead pin insertion revealed impedance within normal limits. The patient now feels therapy.

Manufacturer narrative:
X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Device failure is suspects, but did not cause or contributed to a death or serious injury.